Event description:
Allegedly, pt had pain. Per attorney, allegedly implant failed. There was an extensive overgrowth around the implant accompanied by synovitis.

Manufacturer narrative:
Product not returned for investigation. Unable to get user facility name from attorney; therefore, no medwatch 3500a was received from user facility.